Event description:
Clinical review/rationale: an impella 5.5 was inserted via direct aorta approach for elective placement in a 46 year old male requiring coronary artery bypass grafting (CABG) and valve surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient was on va-ECMO support prior to 5.5 placement. On day 3 of support, while in the intensive care unit, hemolysis was suspected due to the patient having red, concentrated urine and plasma free hemoglobin level of 110. P level was reduced to p-2 and the patient continued on support. On day 4 of support, the device was explanted successfully. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the injury was not determined due to insufficient clinical details.